Manufacturer narrative:
(B)(4). The actual device was not returned; however, a photo was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed on received photo with naked eye and magnification and a damaged (cracked main-body) on the flow control barrel was noted. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a photograph of a minicap transfer set, the mainbody of the set was found to be cracked. There was no patient involvement. No additional information is available.